Manufacturer narrative:
Only the ventricular snap reservoir dome and snap ring were returned. The snap ring was able to be placed inside the ventricular snap reservoir dome and was not found to be loose. There was a crack observed on the snap ring. It is unknown how or when this damaged occurred. The instructions for use (IFU) that accompany the device caution that ¿snap shunt type products may disconnect at the plastic snap junction if they are: damaged prior to connection; connected, disconnected and reconnected; or not completely connected during implant. The IFU also caution to ¿not disassemble the reservoir and base once they are snapped together. The reservoir and base are designed for one time only snap assembly. It is also cautioned that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the surgeon found the plastic coupling inside the ventricular snap reservoir dome to be loose intraoperatively. According to the report the doctor used a new device to complete the surgery. Reportedly there was no injury to the patient.